Event description:
The event involved a tego connector where it was reported that the safety cap's closing membrane breaks. The closing system/cap does not work and does not pass blood or fluid normally. There were patient involvement and delay in therapy. No harm was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Correction to h6 codes and h11 section - the devices were received for evaluation on 9/5/25. Two used tego¿ connectors were returned for evaluation. As received, blood residual inside each of them but no physical damage on the seal was observed. The samples were tested as per procedure and 1 of them failed the specifications, when sample was dissembled a torn seal beneath the wing seal was found. Complaint of no flow / can't prime can be confirmed. The probable cause is due unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.